Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the fiber overheat courtesy message could not be confirmed since the fiber card was not returned to identify any error messages. However, analysis of the fiber identified a fiber body break near the distal end of the fiber connector. Therefore, the event is confirmed based on this finding. Based on the observations from product analysis, it is likely that rough technique or excessive manipulation of the fiber during set-up or use contributed to the fiber observed body break near the connector. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Functional testing with the hene (helium-neon) laser fixture, identified a break on the fiber body near the distal end of the connector. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. No damages were observed on the fiber connector. The glass cap exhibited mild devitrification at output window. The metal cap exhibited mild charred detritus adhesion on surface indicative of tissue contact. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: with all the available information, a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, an excessive heat port failure message prompted on the console screen after 80-100 watts of fiber use. It was noted that the message did not clear from the console screen, and the console continue to go into standby mode. A second fiber was used to complete the procedure without clinical consequences. The fiber was returned and analysis identified there was a fiber body break.